Event description:
The tech reported, the account stated the bed exit alarm would not set. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed on our complaint handling system as complaint number: (B)(4).

Manufacturer narrative:
The tech found the scale was zeroed before attempting to the bed exit alarm, user error. Per the hill-rom user manual (usr116dec-2009) page 21, zero the bed exit alarm system. The bed exit alarm system must be zeroed before the patient is put on the bed. Be sure to put all linens, pillows, and equipment on the bed before you zero it. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech zeroed the scales to resolve the issue. Based on this info, no further action is required.